Event description:
International affiliate reports that following valve implantation, on two occasions the patient's intracranial pressure was set at 150 - 160mm h20 and then was decreased to 40mm h20. The doctor was able to confirm ventricle reduction in 2001 but could not do so 2 months later. When the patient underwent reconstruction surgery in 2002, the valve was replaced. Following explantation the doctor performed a pressure test and found the pressure to be 150-160mm h20. Doctor has requested testing of the explanted valve to determine if it functioned properly.